Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was 23 mg/dl. Customer did not take any action at the time of troubleshooting to address their bg. Troubleshooting with tandem technical support confirmed the pump speaker was working as intended, customer continued to use pump for insulin therapy.